Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 435 mg/dl. The customer¿s current high blood glucose 334 mg/dl. The customer treated high blood glucose with insulin pump. Customer did not allege pump was under delivering. Assisted with performing the high pressure test. Test result was passed. The customer also stated that they had change sensor and sensor updating alert on insulin pump. The product was not returned for analysis.